Event description:
It was reported that the patient had a pump exchange on (B)(6) 2025.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information. The investigation findings will be reported under MFR# 2916596-2025-00444.